Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, silicone is observed on the syringe stopper, however, it cannot be verified to be in excess. A device history review was performed for reported lot 2111021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2111021 were used for additional evaluation. The products were visually inspected, no foreign matter or other liquid was observed inside any of the syringes. It is possible the liquid that was described to be observed in the syringe was silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2111021 and found to be within specification. Silicone can be visible due to issues related to poor distribution inside the barrel. As no defect was observed in the retained samples and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: department has informed us of the presence of grease/oil on the silicone part of the plunger.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: department has informed us of the presence of grease/oil on the silicone part of the plunger.